Event description:
Per the clinic, the patient experienced a constant buzzing sound and tinnitus, both with and without the use of the sound processor, as well as a significant decrease in speech understanding. Additionally, atypical measurements were noted on four electrodes. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.